Event description:
The customer reported that the insulin pump alarmed motor error during the rewind process. Troubleshooting was performed. The insulin pump was not able to prime due to the reoccurring motor error alarms, and the displacement test could not be performed. Advised the customer to revert to back up plan until the replacement of the insulin pump arrives. The customer's glucose reading at the end of call was 210mg/dl. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test followed by a motor error alarm as a result of the motor encoder signal being out of phase.